Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be user allergic with latex/coating peel off. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the patient was in the hospital due to an urinary tract infection, however the patient was not sure if the catheter caused it. It is unknown what type of medical intervention was required.